Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. The lesion was located in the right coronary artery. They pulled a 2.25x16mm taxus atom stent from its packaging and found a couple of the stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. The lesion was located in the right coronary artery. They pulled a 2.25x16mm taxus atom stent from its packaging and found a couple of the stent struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: contrast was visible in the guide wire lumen of the device which is consistent with the device being prepped for procedure. The stent delivery system with stent was visually, tactilely and microscopically examined along the entire length and found the device with proximal stent damage. The first row and the fourth row of proximal struts were damaged and extending back up to 180 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).